Manufacturer narrative:
This device is not returned. A field service engineer (fse) went on site to evaluate and repair. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications when shipped. The device had a cracked lid and cracks in the channel block. Fse replaced channel block and associated joints and valves, replaced lid, and replaced gas filter cases and tested. Tested okay. Equipment repaired and verified according to OEM instructions. Software attributes have been verified and confirmed. Equipment passed the electrical safety test. Root cause cannot be conclusively determined, however, based on similar investigations, it is likely to be a brittle fracture. Possible cause was stress on the lid by something stuck between the lid and retaining rack/washing case. In some user facilities, connecting tube is kept connecting to the reprocessors, and left on reprocessing basin. The metal part of connecting tube causes breakage of the lid for the lid is closed with the connecting tube left in the basin. Below are some common scenarios for this: lid closed while connecting tube is placed on the basin;lid closed while something hard, such as a scope, is placed on the retaining rack; lid closed while washing case being placed obliquely at the retaining rack; the gas filter mount was contacted while setting up. The instructions for use includes the following statements for reprocessing operations: when closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result.

Manufacturer narrative:
Due diligence has been execute for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
During a preventive maintenance service, a leak was discovered on the inside of the device. There were cracks in the ch-block. In addition, there were chips in the lid and the push plate was cracked. The gas filter cases too had cracks with pieces broken off. There is no patient involvement.